Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with klrp for further evaluation. One haptic has a scratch on the distal tip on the anterior surface. Scratches and cracks are observed near the edge of the optic near a gusset area. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric company model (1.50 cylinder), 19.0 diopter lens was replaced with a non-company monofocal 19.0 diopter lens. Due to the exchange of a toric multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated, the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported, that following an intraocular lens (iol) implant procedure. The patient, experienced blurred vision, hazy and halos. The iol was exchanged for another lens 7 months following the initial procedure. Clinical reason for explant was mentioned as mechanical defect. Additional information provided, that there was no patient impact.